Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00053: head, 3025141-2017-00055: stem.

Event description:
An anatomical radial head was implanted. At some point post operatively, the patient fell on the elbow. The head/neck dissociated from the stem. The implants were explanted.